Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2025-12393. Please reference file mrn 3012307300-2025-12391 for all details pertinent to this event.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the device exhibited multiple line blocked alarms. The cassette and infusion set was replaced and the issue resolved. There was patient involvement, no injury was reported.